Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the pump was not returned for evaluation. The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the controller revealed that the controller passed functional testing. A visual inspection under 10x magnification revealed hairline cracks around power port one of the controller. An internal inspection did not reveal evidence of fluid ingress. The observed hairline cracks are not related to the reported event. Based on an investigation conducted under CAPA pr00381374, the root cause of the hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Even though this CAPA is closed, the controller falls within the bounds of this CAPA. Log file analysis revealed that con311405 was the patient's primary controller. Review of the controller log files associated with the controller revealed a sudden decrease in power consumption and estimated flows on 18-sep-2020, followed by a sharp increase in power consumption and estimated flows to parameters above normal operating range. Nine (9) high watt alarms were logged on 19-sep-2020 between 02:26:01 and 03:22:49. A vad disconnect alarm was then logged at 04:41:25, indicating a physical disconnection of the driveline from the controller. This was followed by two (2) vad stopped alarms logged at 04:41:47 and 04:44:12, indicating that the pump failed to restart after multiple attempts. Log file analysis indicated that a controller exchange was then performed, after which a different controller was in use. Review of the controller log files associated with the back up controller revealed two vad disconnect alarms at 05:14:38 and 05:17:00, likely logged during the controller exchange process. Analysis of the controller's alarm log file revealed one vad stopped alarm logged at 05:17:27, indicating that the pump failed to restart after multiple attempts, followed by an additional vad disconnect alarm. As a result, the reported high power and vad stop alarm events were confirmed. Information received from the site indicated that the patient was non-compliant with their anticoagulation medication prior to the event and a device thrombus was suspected. The patient was switched to palliative care due to a poor prognosis and subsequently died. Based on the available information, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on historical review of similar high power events, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. The observed low flows may be attributed to thrombus at the inflow cannula which likely got ingested into the pump, further triggering high watt alarms and subsequently resulting in a vad stop. Per the instructions for use, device thrombus is a known potential complication associated with the implantation of a vad. There is no evidence that the patient had a history of thrombus events. Possible factors that may have led to this event include, but are not limited to, the patient¿s non-compliance in taking their anticoagulation medication or other issues related to the therapeutic use of anticoagulant and antiplatelet medications, the patient¿s pre-existing history and related comorbidities, and the patient's complex post-operative course. Additional products: d4: serial or lot#: (B)(6) d9: yes, return date: 13-oct-2020 h3: yes dev rtn to MFR? Yes h6: patient ime code(s): e0514 h6: imf code(s): f02, f0801 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c19, c07 h6: FDA conclusion code(s): d10, d01 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced a non-device related pulmonary infection and severe acute respiratory syndrome coronavirus 2 was suspected. The patient was intubated and remained on ventilation in the intensive care unit (ICU).

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (b(4) due to an FDA audit observation. Product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. One (1) controller (B)(6) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of (B)(6) revealed that the controller passed functional testing. A visual inspection under 10x magnification revealed hairline cracks around power port one (1) of (B)(6). An internal inspection did not reveal evidence of fluid ingress. The observed hairline cracks are not related to the reported event. Based on an investigation conducted under CAPA pr00381374, the root cause of the hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Even though this CAPA is closed, (B)(6) falls within the bounds of this CAPA. Log file analysis revealed that (B)(6) was the patient's primary controller. Review of the controller log files associated with (B)(6) revealed a sudden decrease in power consumption and estimated flows on 18/sep/2020, followed by a sharp increase in power consumption and estimated flows to parameters above normal operating range. Nine (9) high watt alarms were logged on 19/sep/2020 between 02:26:01 and 03:22:49. A vad disconnect alarm was then logged at 04:41:25, indicating a physical disconnection of the driveline from the controller. This was followed by two (2) vad stopped alarms logged at 04:41:47 and 04:44:12, indicating that the pump failed to restart after multiple attempts, in addition to a controller power up event logged at 04:43:54, likely during troubleshooting. As a result, the reported high power and vad stop alarm events were confirmed. (B)(6) is not in scope of fca cvg-21-q3-21. Information received from the site indicated that the patient was non-compliant with their anticoagulation medication prior to the event and a device thrombus was suspected. It was further reported that the patient experienced a non-device related pulmonary infection and severe acute respiratory syndrome coronavirus 2 was suspected. The patient was intubated and remained on ventilation in the intensive care unit (ICU). The patient was switched to palliative care due to a poor prognosis and subsequently died. Based on the available information, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on historical review of similar high power events, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. The observed low flows may be attributed to thrombus at the inflow cannula which likely got ingested into the pump, further triggering high watt alarms and subsequently resulting in a vad stop. Per the instructions for use, device thrombus and infection are known potential complications associated with the implantation of a vad. There is no evidence that the patient had a history of thrombus or infection events. Possible factors that may have led to this event include, but are not limited to, the patient¿s non-compliance in taking their anticoagulation medication or other issues related to the therapeutic use of anticoagulant and antiplatelet medications, the patient¿s pre-existing history and related comorbidities, and the patient's complex post-operative course. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A second controller was returned to the manufacturer and subsequently tested out of specification during manufacturer¿s analysis.

Manufacturer narrative:
A supplemental correction report is being submitted to provide details of the second controller that tested out of specification. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 31-aug-2018 / serial or lot#: (B)(6) UDI #: (B)(4) d9: yes, return date: 28-sep-2020 h3: yes dev rtn to MFR? Yes h4: mfg date: 31-aug-2017 h5: no h6: patient ime code(s): e0514 h6: imf code(s): f02, f26 h6: img code(s): g04035 h6: FDA device code(s): a27 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d10 product event summary: the controller (B)(6) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of (B)(6) revealed that the controller passed visual inspection and functional testing. Review of the controller log files associated with (B)(6) revealed two (2) vad disconnect alarms at 05:14:38 and 05:17:00, likely logged during the controller exchange process. Analysis of (B)(6)¿s alarm log file revealed one (1) vad stopped alarm logged at 05:17:27, indicating that the pump failed to restart after multiple attempts, followed by an additional vad disconnect alarm. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional products: brand name: heartware ventricular assist system ¿ controller 2.0, model #: 1420 / catalog #: 1420 / expiration date: 31-aug-2018 / serial #: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, device mfg date: 31-aug-2017, labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the intensive care unit (ICU) due to experiencing a suspected ventricular assist device (vad) thrombus associated with the vad exhibiting high power and a high watts alarm, and the controller exhibiting a vad stop alarm. It was also reported that the patient was non-compliant with their anticoagulation medication at the time of this event and had probably stopped taking their medication independently since the beginning of the year. The controller was exchanged. The patient's prognosis was poor, they were switched to palliative care and subsequently died.